Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the main printed circuit board assembly was out of electrical specification. Analysis also found the upper case, lower case, two side bail covers, ring cover, and battery drawer were broken. The battery contacts were compressed and the keyboard pad was scratched (cosmetic). (B)(4)

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly (pcba). Visual inspection revealed no anomalies. Bench analysis found that one supercap was marginal in-circuit, the other supercap was ok. Typical operation was observed upon powering the pcba up in an engineering unit. All tests passed during a functional test. Conclusion: the failure reported during service and repair of the device could not be duplicated.